Event description:
A pharmacist reported that a knife was noted to be blunt prior to surgery. There was no pt involvement. Add'l info has been requested.

Manufacturer narrative:
No sample has been returned for eval; therefore, the condition of the prod could not be verified. Two separate lot numbers were reported as the possible lot numbers of the complaint sample, 971884m and 975374m, both mfg on july 2014. A device history record review for each of the knife lots was conducted. An anomaly was found during the device history record reviews that did not contribute to the customer complaint. The prod was released based on the MFR's acceptance criteria. No add'l investigation is required based on device history review. A complaint history review indicated no add'l complaints were associated with the knife lots. The root cause for the defect experienced by the customer cannot be determined. Some potential causes are improper handling, or contact with another instrument during procedure setup. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the prod. (B)(4).